Manufacturer narrative:
The insulin pump was returned for a power error alarm. Detailed trace analysis confirmed that the alarm was triggered when backup battery unloaded voltage was less than 3.7 v for consecutive 240 minutes. Analysis of microtimer in detail trace confirmed that the root cause is the non sleep anomaly software error. No unexpected error alarm was noted on the long history file. The insulin pump was received with a cracked reservoir tube lip, scratched case and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had repeated pump error 23 and 25 in the insulin pump's history. Customer's blood glucose was unknown. Customer agreed to return the insulin pump for analysis.